Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an unspecified power issue. Troubleshooting could not be completed at the time of initial contact. Customer technical support was able to follow up with the reporter on 05/13/2015 and it was reported that the pump¿s battery life was shorter than expected. The reporter confirmed that there was no damage to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.